Event description:
The homecare provider (hcp) reported the following information: (1) a nurse turned on the concentrator, heard a sparking noise and noticed a burn smell. (2) she turned off the unit and placed it outdoors. (3) no property damage or injury occurred. (4) the damage was contained within the envelope of the device.